Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture. Further evaluation of the patient was discussed. X-rays were performed in order to evaluate the patient and the lv lead was turned off. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise was also observed and a lead safety switch was triggered.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture. Further evaluation of the patient was discussed. X-rays were performed in order to evaluate the patient and the lv lead was turned off. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that noise was also observed and a lead safety switch was triggered. Additional information was received detailing that this lead exhibited high capture thresholds. It was decided to explant and replace this lead. No further adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture. Further evaluation of the patient was discussed. X-rays were performed in order to evaluate the patient and the lv lead was turned off. This lead remains in service. No further adverse patient effects were reported.